Event description:
It was reported that the bd insyte autoguard shielded IV catheters was sheared during use. The following information was provided by the initial reporter: catheter sheared during placement.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 16-feb-2023. H6: investigation summary: bd received fifty-six sealed and three opened 24 gauge insyte-n autoguard winged units from lot 2241103 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected each unit and observed no physical damage to the devices. Next, each unit was tested for leakage to verify that there was no damage to the catheter tubing. No leaks were found in the sealed units but one of the opened units had a leak near the catheter tip. Finally, the engineer inspected the leaking unit under a microscope to identify any possible defects. The engineer found a v-shaped tear near the catheter tip. This type of damage is usually indicative of the needle having pierced through the catheter tubing. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify that the needle had pierced through the catheter tubing. Unfortunately, the engineer was unable to determine an exact cause for the observed damage.

Event description:
It was reported that the bd insyte autoguard shielded IV catheters was sheared during use. The following information was provided by the initial reporter: catheter sheared during placement.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.